Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no occurrences were found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: during handling, the aspirated liquid leaked through the syringe plunger. Note: syringe contaminated with antineoplastic chemotherapy.